Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported that the implant stopped working suddenly. There is no report of an accident or trauma to the implant site.

Manufacturer narrative:
Based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. Re-implantation surgery is considered but no date for it has been made available yet. This is a final report.

Event description:
The patient reported that the implant stopped working suddenly. There is no report of an accident or trauma to the implant site.

Manufacturer narrative:
Additional information: device investigations on the received parts, show damage most likely attributable to the removal surgery, but measurements performed confirm that the demodulator and the floating mass transducer perform within normal limits. Based on available information, a damage of the conductive link could be suspected as root cause of failure, although it could not be confirmed since the conductive link was not entirely received for investigation.

Event description:
The patient reported that the implant stopped working suddenly. The device has been explanted on (B)(6) 2017 and received or investigation by the manufacturer on (B)(6) 2017.